Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Surgeon called. He said his patient had symptoms of a clicking noise while externally rotating his hip. Scheduled a hip revision. Upon excising the capsule black metallosis began to flow. Opened the hip and there was obvious wear on the tmzf accolade trunnion. The head also displayed black metallosis. The decision was made to revise both stem and cup.